Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the b button was unresponsive. The customer's blood glucose was 540 mg/dl at the time of incident. The customer stated that he have not yet treated the high blood glucose at the time of call. The customer stated that they could not set the easy bolus on due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with an unresponsive bolus button due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window and cracked battery tube threads.